Event description:
It was reported that the patient presented to the operating room for replacement procedure due to pocket revision. The implantable cardioverter defibrillator was explanted and replaced. No further information was reported.

Manufacturer narrative:
Interrogation of the device revealed the device was at eos when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device was tested on the bench and no anomalies were found.